Manufacturer narrative:
Isi has not received the vessel sealer extended (vse). Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the vse instrument is returned and/or failure analysis has completed their investigation. A review of the site's complaint history revealed patient identifier (B)(6) is a related record of patient identifier (B)(6). An remotefe report review was performed. Per the review, the following was confirmed: system serial # (B)(4), event date (B)(6) 2022 console surgeon dr. (B)(6) and procedure name (sleeve gastrectomy). Refer to appropriate fields within the complaint. See attachments. A review of instrument logs confirmed the vse was last used on (B)(6) 2022 for the surgical procedure. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal. It was reported that the generator produced audible tone indicating a seal was completed; however, the target area was still bleeding and needed several attempts to complete the sealing cycle. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) and reported that the surgeon was using the e-100 for the first time and stated that during use the tissue bled more that what was expected. The surgeon felt the hemostasis was not great. The caller stated that the case was completed but because the system was new he requested that the field service engineer (fse) inspect the e-100 for proper functionality. The procedure was completed as planned with no reported injury. Additional information was received from the surgeon and reported that the vessel sealer extended (vse) was used for both cutting and coagulation of the omental tissue around the greater curvature of the stomach taking down short gastric vessels, the size were less than 7 millimeters. There was no extra fluid around the target area, no tissue tension, and no arcing reported. There were normal audible tones, and the seal cycle was completed; however, vse took several attempts to coagulate the target areas. The estimated blood loss was approximated to 25-50 ml. The surgeon reported that typically for this type of procedure, it is anticipated to have only less than 10 ml of estimated blood loss. The patient did not require any blood transfusion. The surgeon reported that the vse cut and dissected as expected; however, the coagulation/ sealing function has to be repeated to seal the bleeding areas. The physician believed that the vse did not operate as expected.

Manufacturer narrative:
Refer to field h9 for corrected information.

Event description:
Refer to h10/h11 for follow-up information.